Event description:
It was reported a remote monitoring transmission had an episode of non-sustained tachycardia which the electrogram showed was the right ventricular (rv) lead with t-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.